Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the blade could not be activated with both instruments, with gen11. A third instrument was used then to finish surgery. No further information is available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received with the energy button detached and not returned with the instrument. In addition, the upper jaw was damaged. It is likely that the button was dislodged during transit. A test button was reattached to the instrument and it was connected to the generator and it was recognized. Because the jaw was damaged not all testing was performed with the generator. The condition of the jaw prevented the functionality of the device. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Although no conclusion could be reached as to how the button detached from the instrument it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping.